Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed multiple call service 128 alarms due a discharged battery used on (B)(4) 2014. During evaluation, there was no evidence of short battery life. The battery compartment was found to be cracked at the threads down to the bumper grip. The battery cap was not returned with the pump. A test battery cap was used for testing purposes; the battery cap secured tightly to the pump and maintained an electrical connection. All currents draws were within specification. There was no intermittent power conditions found to the pump or to the cgm circuits. The reported ¿short battery life¿ was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.